Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection noted that the fluid was not flowing when the luer cap was removed. The no flow was verified. The problem was determined to be due to blockage at the solvent-bonded junction of the tubing and stressmember. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This was noted during storage. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (When the tubing was cut to drain the fluid out of the bladder, no signs of fluid were observed coming out of the cut tubing.) (The cause of the condition was not determined.) A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.